Event description:
Additional information was received: event occurred during inspection. No patient involved.

Manufacturer narrative:
Other text: additional information: a1. B5, and h6 - health impact code h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. The device was scrapped without full investigation into the failure mode. Most probable cause would be a cracked front cover. Root cause could not be identified. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a torn power cable. Event occurred during inspection. No patient involved reported.